Manufacturer narrative:
Result: intermittent scale/ bed exit functions due to malfunctioning footboard pcb board.

Event description:
It was reported by service report that the scale system was not working correctly. It is unk if there was pt involvement or if there were adverse consequences to report.